Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. A review of the downloaded data log was undetermined but the data evaluation did confirm a permanent loss of connection. The root cause of customer complaint could not be determined because the reported defect was not found. The reported issue of low transmitter battery is reportable based on the finding of permanent loss of connection.